Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high within range system impedance measurements greater than 210 ohms. A review of the presenting subcutaneous electrogram noted noisy signals that appeared to be myopotential and there were no indications of oversensing. A x ray was performed and showed a bend on the electrode. Technical services (ts) recommended performing a defibrillation threshold (dft) test to determined if a revision is needed. This sicd system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis. The device has been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing range system impedance measurements greater than 210 ohms. A review of the presenting subcutaneous electrogram noted noisy signals that appeared to be myopotential and there were no indications of oversensing. A x ray was performed and showed a bend on the electrode. Technical services (ts) recommended performing a defibrillation threshold (dft) test to determined if a revision is needed. This sicd system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.